Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. The chamber was not present with the set, verifying the disconnection. Visual inspection revealed that the prior to the disconnection the tubing was fully inserted inside the chamber¿s pip. The reported condition was verified. The cause of the condition was determined to be extensive handling of the set by the customer. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flogard IV solution set was disconnected from the drip chamber. This was noticed during priming with normal saline. There was no patient involvement. No additional information is available.